Event description:
It was reported the generator would error during cases and the surgeon was unable to use the hand piece. There would be two horizontal lines on the display screens. The operating room staff would turn off the generator to reboot the generator and start the case again. It happened several times during a case. There was no negative pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. All bottom rubber feet were dry and cracked. The unit delivered rf energy correctly into fixed resistors. During eval, the unit experienced a white screen with horizontal lines. This was resolved by adding a jumper to the ucb pcba. The error log does not contain evidence that the unit would not stop alarming in the field. This could not be replicated during testing. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.